Event description:
It was reported that shaft break occurred. A direxion fathom -16 system was used for treatment. During the procedure, dehiscence of the microcatheter was noted. At this point, only a small amount of the drug was left in the microcatheter. Subsequently, the microcatheter system was withdrawn, and the procedure was discontinued. There were no patient complications as a result of this event.

Manufacturer narrative:
G4: premarket / 510(k) #: k142259, k163701.